Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The no delivery alarms were recurring. Customer's blood glucose level was 484 mg/dl. She removed the insulin pump and switched to manual injections. The customer did not want to troubleshoot. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. Unit received with minor scratches on lcd window.